Manufacturer narrative:
This supplemental report is being filed to capture the product return date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. The patient was also given intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. The patient was also given intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.